Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: provide the specific number of patient events: unsure did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? Unknown- 3-4 in the past week or so. Have any of these events been previously reported to ethicon? No if so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? Unknown what is the quantity involved per procedure 2 was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No is the device available to be returned for evaluation? No if so, please provide the status of the return and any available tracking information. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, it was reported by the distributor per the account: "the surgeons have been using these on patients intraoperatively. The suture is coming off of the needle as they are suturing. There were no adverse consequences reported. Additional information was requested.